Event description:
Pt had an epiduroscopy to alleviate sciatica pain and evaluate situation. Nine days later pt suffered severe back pain at the injection site (which was moderate since the procedure), severe headache, fever and chills, photosensitivity and stiff neck. Pt was admitted through ER and a spinal tap confirmed meningitis caused by streptococcus type b. Pt had seizure activity and one episode of apnea and spent 4 days in ICU and 9 more days in the hosp. At home, pt received antibiotics via groshong catheter for 1 1/2 weeks.